Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 conclusion code for additional code ¿ 50 h11: corrected data: corrected h6 conclusion code ¿ removed code ¿ 4315. Corrected h6 method code ¿ removed code ¿ 3331. Corrected f10 device code ¿ removed code ¿ 1250.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after nine (9) years and eight (8)months due to deterioration, valve dysfunction and severe aortic stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve, after a successful basilica procedure, without issues and was well seated with no aortic regurgitation. Patient was reported to be in a stable condition and was discharge on pod #1.